Manufacturer narrative:
Complaint no: (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis pediatric patient experienced peritonitis. The peritonitis was manifested by cloudy effluent and abdominal pain. The patient was hospitalized the same day as onset. The cause of the event was unknown. On unreported date(s), the patient was treated with vancomycin (route, dosage, frequency, and duration not reported), gentamicin (route, dosage, frequency, and duration not reported), and another unknown antibiotic (route, medication, dosage, frequency, and duration not reported) for the peritonitis. After a total of sixteen days of hospitalization, the patient was discharged. It was not reported if dianeal therapy was ongoing. The patient was recovering from the peritonitis. No additional information is available.